Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (error e238), charged coupled device unit was defective, leakage was detected from the rubber switch and gasket and corrosion on coupler and spring. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the scope communication error (error e238) was a defective charge coupled device (ccd) unit. In addition, the cause of the leakage detected at the rubber switch and gasket, as well as the corrosion on the coupler and spring was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head presented scope communication error during inspection for use. There were no reports of patient harm.